Manufacturer narrative:
(B)(4). The field service specialist (fss) visited customer site to inspect the unit. Fss was unable to recreate the reported issue but did find that touchscreen was off. Fss removed and replaced the 17 inch touchscreen as well as the hard drive. Fss completed touchscreen and foot pedal calibrations as well as reseated connectors on advantech board. Fss completed necessary amo signature checklist. The unit passed all functional tests and it was found to meet all amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the doctor went into divide and conquer mode and the screen locked up. There was a patient involvement in this case and it was noted that there was a thirteen (13) minutes delay. The back-up signature unit was brought in to complete the surgery without any adverse event.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigation's associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.